Manufacturer narrative:
H3 - other: device not able to be returned for investigation. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation. No trend of confirmed complaints in relation with this issue was identified.

Event description:
The customer reported that the patient had the tracheostomy cannula exchanged on for a "n°9 endocannula with balloon," but it did not keep the cuff inflated. It was informed that it was "repaired during the procedure". There is no sample available for evaluation. There was patient involved. There was no harm or adverse event reported. Further details on the "repair" have not been provided.